Event description:
A report was received that the patient developed an infection at the ipg and lead sites. Symptom included inflamed incisions. The physician did not believe that the infection was device related. The patient was prescribed medications and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 15877656, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.